Event description:
There was no patient involved in this event. The device malfunctioned as the device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2009. The pad-pak was then removed. The device failed multiple self-tests due to a low battery between (B)(6) 2011 and (B)(6) 2013. The device records temperatures below the recommended minimum temperature during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The reported fault was witnessed during the investigation. The green status led was found to be constantly lit between flashes. This is a further symptom of a membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.